Event description:
A surgeon reported a clinical study pt who presented with foggy vision three days following intraocular lens (iol) implant surgery. The pt reported that a file over her vision had begun the night before from the right side of her vision. On the morning of examination, she reported her vision was completely cloudy. On examination, the pt was noted to have anterior chamber fibrin, aqueous flare and mild corneal edema. She was referred to a retinal specialist who performed an aqueous culture (results unk) and treated the pt with intravitreal antibiotics and steroids. The surgeon reported the etiology of the endophthalmitis is unk.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used with an approved handpiece and viscoelastic. The product investigation could not identify a root cause. Add'l info has been requested. (B)(4).